Event description:
It was reported that customer's insulin pump has broken threads in the battery compartment. No other details were provided. Nothing further reported.

Manufacturer narrative:
Device was received with a scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, and broken battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.